Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the reload was difficult to open after firing and was locked on the tissue. The staff was able to work it off the tissue. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded into a test device for functional testing. The test device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of did not load properly that has no relationship to the reported condition. Replication of this condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.